Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis found an anomaly of broken connector pins on the desktop charger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the connector pin broke off of the desktop charger. The patient suddenly stopped feeling stimulation going through the legs on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.